Event description:
It was reported that the pump¿s critical alarm had occurred due to a motor stall. The logs showed that the pump stalled for 25 minutes before recovering on (B)(6). On (B)(6) the pump stalled again and was constant with no recovery noted. It was indicated that the pump would be replaced on the day following report. The device system was used to deliver bupivacaine and morphine.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient had increased pain. It was reported the patient received a new pump on 2013-(B)(6). It was reported the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Manufacturer narrative:
The pump was received stall and tube set occurred. It was set to minimum rate and was empty. The pump stall recovered and dispense accuracy testing was performed. Analysis revealed overinfusion with an undetermined root cause. Further testing was attempted and the pump stalled. The pump appeared to have leaked fluid when stalled. Destructive analysis was performed and a thick residue was found in the gear train of the motor. Analysis of the pump revealed corrosion, wear, and lubrication. The stall was due to the gear-pinion.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a tube set error was noted. The patient recovered without sequela. A representative later reported that they were not informed of any side effects, and the patient just noticed the alarming pump. The patient had a shoulder MRI on (B)(6) 2013, the date the first stall occurred. The cause of the stall on (B)(6) 2013 was unknown. The nurse interrogated the pump on (B)(6) 2013 and read the logs. The stall did not recover. The patient was reportedly doing well. The pump was explanted on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.